Manufacturer narrative:
The technician found the brake caster stem and supports are cracked. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters and supports to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes set but are not holding. The bed was located in the basement of the account. There was no patient/user injury reported. (B)(4).